Manufacturer narrative:
Insulin pump power up properly after battery installation. No insulin pump display properly. No flashing, white, blank or missing segment/partial display anomaly noted during testing. Insulin pump passed self test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had display anomaly. The customer's blood glucose was 135mg/dl at the time of call. Trouble shooting was performed and found display is flashing. Customer stated had already tried other batteries and the screen just flickers on and off. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.